Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old male patient had impella 5.0 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed bleeding at the developed bleeding at the artificial blood vessel anastomosis. As a result, the patient required blood products. Amount was not provided. No further information was provided.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2021-01032 was provided in sections b5, d4, d6, e1, g1, h1, and h6.

Event description:
It was additionally reported that the patient experienced thrombocytopenia on (B)(6) 2021. The patient received platelets; however, the number of units is unknown. On (B)(6) 2021 there was a report of low purge flow. It was noted there was no clear harm to the patient. There was no information provided on how the purge issue was resolved. It was also reported that the patient expired on (B)(6) 2021, approximately 2 months after the removal of the impella. It was noted that the patient's outcome was related to the impella. There were no further details received regarding the patient's condition, type of death and cause of death. Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor.